Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in outcomes attributed to adverse event , patient identifier was updated with the name, phone number was updated in initial reporter name and address. Consumer and foreign was marked in report source. Device return was selected as no. Common device name and product code was added and k number was added. Code 10 was selected incorrectly in type of report. In adverse event or product problem adverse event was selected and in outcomes attributed to adverse event hospitalization was selected. This report will be submitted for adverse event. The manufacturer filed a report on MDR 2518422-2022-11582 which is a duplicate of report MDR 2518422-2021-07423.

Manufacturer narrative:
The manufacturer previously marked additional MFR narrative incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.